Event description:
The complaint was reported as: a leak occurred during medicine administration. No report of patient injury.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.